Event description:
It was reported that during the insertion of the li61aor lens into the pt's eye the leading haptic curled up into a 45 degree angle, and the surgeon did not notice this until the iol was already in the eye. During the repositioning of the lens, the pt's capsule tore. The lens was cut, removed, and anterior vitrectomy was performed and an anterior chamber lens was successfully implanted. Postoperatively, the pt developed a corneal edema that was treated and cleared up. On (B)(6) 2011 a yag was performed. One day postoperatively the pt's bcva was 20/30. The surgeon reported that the iol is centered, burt that the pt has cystoid macular edema and was sent to a retina specialist to address this issue. The pt's most current bvca is 20/60. Please reference MDR #1119279-2011-00200 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.